Event description:
Operating room (or) opened for laparoscopic preperitoneal bilateral inguinal hernia repairs with a minor abdominal pack. The surgical team opened for the procedure, when the sa noted a long, black hair within the laparotomy sponge. A picture was taken, the room was torn down, and the pack was given to the charge lead nurse. Quality and safety, as well as the manufacturer representative, were made aware. A new pack was set up and the procedure was completed as planned with no harm to the patient. Per site reporter: the manufacturer representative was notified and picked up the contaminated pack.